Event description:
The customer reported that the left hand monitor was flickering and they could not see the image while screening. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.